Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malfunctioning safestep device is inconclusive due to the state of the returned sample. One video of a safestep allpoints infusion set was returned for evaluation. However, the video was inaccessible, so the sample was treated as a single photograph. An initial visual observation of the photograph showed the device held aloft with the safety mechanism activated. A droplet of liquid can be seen near the end of the needle on the activated the safety mechanism. No conclusive details of a malfunction can be observed from the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, while accessing the patient's port, the huber needle set malfunctioned as soon as I flushed the line. The flush started to leak from the top piece (safety lock) of the huber needle and will not draw blood back from the port. De-accessed her port right away and re access with new needle. Patient was able to get her treatment, and no other complaints.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.